Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had no power when refilling the pyxis. Customer triggered with the on/off switch, the station did not turn on and re plugged the station, but it was still not working. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the root cause was the drawer board in drawer 4-2 half-height main. The issue was resolved by powering down the station, after which the field service engineer replaced the faulty drawer controller board, reconnected all drawers via the bus cable, inspected the bus cable for any damage, and verified that all drawers from main to auxiliary powered on and operated successfully. The system functioned as intended after the field service engineer completed the repair.